Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.610" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. A review of the provided image was consistent with the alleged complaint of broken component on harmonic ace instrument. The instrument is observed to be broken on distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument was found to be broken. The procedure was completed with no reported injury.